Event description:
It was reported during benign prostatic hyperplasia procedure at 236284 joules and 35:31 mins of use, fiber tip broke. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.

Event description:
It was reported during benign prostatic hyperplasia procedure at 236284 joules and 35:31 mins of use, fiber tip broke. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.

Manufacturer narrative:
Device evaluated by manufacturer updated. Evaluation codes added. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of outer flow tube. The glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass and metal cap detachment. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.